Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a stent delivery system was returned for analysis. A visual examination of the stent found that on the 5th most proximal row, a stent strut was lifted from the stent profile and the remainder of stent appeared undamaged. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2017. A 3.50 x 32 synergy¿ drug eluting stent was received for analysis with no reported device issues. However, returned device analysis revealed a stent damage.